Event description:
New shiley taperguard cuff (release date 2022) has led to several instances of false tracts through anterior tracheal wall necessitating trach revision. This was not an issue with the older cuff model. We have had several instances of this and likely will transition system to different product.